Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please also see associated report(s): 0001825034 - 2018 - 01675, 0001825034 - 2018 - 01676, 0001825034 - 2018 - 01677, 0001825034 - 2018 - 01678, 0001825034 - 2018 - 01679. Concomitant medical products: 22-301331 arcos con sz a hi 70mm ha lot 995260, 22-300914 arcos 14x190mm spl tpr dist ha lot 958950, 11-107019 freedom constr hd 36mm t1 +3mm lot 295140, pt-116064 regen/rnglc+ ltd 64mm sz 26 lot 209740, 11-107325 freedom std face liner sz 26 lot 726560, unknown part/lot, screw (qty: 2). Report source: foreign. The event occurred in (B)(6). This report is being submitted late as it has been identified in remediation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported in the clinical study the patient experienced pain with serious limitation of activities. For walking maximum distance have severe limp. Unable to use public transportation and unable to tie shoes or wear socks. It was also reported that with extreme difficulty getting in and out of car, extreme difficulty in washing, drying, moderate difficulty have been able to climb a flight of stairs, slightly painful to stand up from a chair, have been limping all the time.